Event description:
It was reported that the deep brain stimulation (dbs) patient presented with redness and warping of the skin around the incision site. The physician assessed that the patient had an infection at the implantable pulse generator (ipg) pocket site and at the extension connection site behind the patients right ear. The patient underwent an explant procedure in which all devices were removed. A culture was taken, but the results are unknown. The patient was administered antibiotics and has reportedly fully recovered.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(4), batch: (B)(4); product family: dbs-lead fixation, upn: m365db4600c0 , model: db-4600c, batch: 27571242; product family: dbs-extension, upn: m365nm3138550 , model: nm-3138-55, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
Returned ipg db-1216 sn:(B)(6) was analyzed and passed all tests performed. Returned lead extension nm-3138-55 sn:(B)(6) was analyzed and passed all test performed. Returned lead db-2202-45 sn:(B)(6) was analyzed and found one of the cables was fracture inside the proximal array of the lead. The labeling review for the devices conducted determined that infection is a known inherent risk with a surgical procedure and post operative period of lead implantation, as documented in the instructions for use (IFU).

Event description:
It was reported that the deep brain stimulation (dbs) patient presented with redness and warping of the skin around the incision site. The physician assessed that the patient had an infection at the implantable pulse generator (ipg) pocket site and at the extension connection site behind the patients right ear. The physician also noted that during a reprogramming session high impedances were detected on two contacts of the lead. The patient underwent an explant procedure in which all devices were removed. A culture was taken, but the results are unknown. The patient was administered antibiotics and has reportedly fully recovered.